Event description:
It was reported that a jinro pigtail nephrostomy catheter sets was used during a procedure. Post procedure, it was noticed that the white connector portion of the catheter became detached. The procedure was completed with this device and there were no patient complications reported as a result of this event. Analysis of the returned device revealed the catheter separated from the cap and detached in the middle.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable investigation results of catheter detached. Block h11: investigation results the returned nephrostomy catheter sets was analyzed, and a visual evaluation noted that the catheter separated from the cap and detached in the middle. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of hub/cap detachment of device or device component and catheter detached/separated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all the available information, boston scientific concludes that the reported event of was confirmed. Based on the investigation results, the retrieval line may be removed before placement at the physician's discretion. When the retrieval line gets entangled in the coil and removed using excess force, the stent can get detached or separated during the preparation affecting the performance of the device. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.